Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient¿s leg pain was getting greater and greater for almost a year and a half. They had tingling and pain in their leg and right foot all the time. It was noted that they had been going to their regular healthcare provider and went on gabapentin. It was stated that the patient had 2 leads that were left in their back from prior implants. It was reported that their healthcare provider took out the inss in (B)(6)2017 because they were ¿halfway exhausted.¿ the patient thought those leads were laying on a nerve causing the leg pain. Their healthcare provider had x-rayed to see if the wires were laying on the nerve. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3093-28, lot# v620561, implanted: (B)(6) 2011, product type: lead. Product ID: 3093-28, lot# v598830, implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for interstim - other. It was reported that the patient was still having problems with her device and the pain was still there. She stated she met with her new healthcare professional (hcp) and the manufacturer representative (rep) in february and they looked at the system and told her that 2 leads were damaged. She stated she had appointment with her doctor on tuesday and wanted a rep to be there. The patient was also wondering if there were defects to the device that she was not made aware of. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3058 (B)(4) product ID 3058 (B)(4) implanted: (B)(6)2011 explanted: (B)(6)2017 product type implantable neurostimulator product ID 3093-28 lot# v620561 implanted: (B)(6)2011 explanted: (B)(6)2017 product type lead product ID 3093-28 lot# v598830 implanted: (B)(6)2011 explanted: (B)(6)2017 product type lead. Updated to serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on november 1st reported they had not seen the patient since (B)(6)2017. The hcp stated they were unaware if the patient meeting with a manufacture representative (rep) and leaving a duplicate lead. Additional information from the consumer regarding the patient on november 16th reported the circumstances that led to the damaged leads was unknown. The patient stated the steps taken to resolve the issue were the patient had a revision surgery, the patient noted both of the implantable neurostimulator (ins) were removed, on (B)(6). The patient noted she had an ins implanted on (B)(6). The patient noted the healthcare professional (hcp) left the old leads in place and implant new leads with the ins. The patient noted the issue with the leads had been resolved. Additional information from the rep reported it looked it like the patient was seen in (B)(6), they did not recall the patient, so they didn¿t know if it was them or the hcp that ran the diagnostics. It was noted the patient had urge incontinence and had seen a hcp and had the interstim placed but now she had a lot of pain on the right side. The hcp stated the right interstim had been turned off, but she still had a lot of pain. The patient noted she did lose a lot of weight. The hcp recommend they have a CT scan to make sure there was no abscess or other etiologies for her pain, if then they would consider removing the dorsum on the right side. It was noted on (B)(6) 2017 the hcp turned off the interstim on the right side and she was having significant problems. The hcp stated the patient had an interstim on the left side and their plan was remove both interstims and place one on the left side which would be much higher. The hcp stated recently when she had an evaluation it was apparent that interstim work, almost out of battery some postop. The hcp noted on (B)(6) testing showed both interstims were not working and they would have to remove both and replace with a new device. It was stated the patient had rectocele which may be the source of her problems. The hcp recommended a full pelvic exam and urodynamic studies. It was noted the patient had lower back pain and the cause was unclear she stated the right side interstim was turned off. The patient would get a cat scan to make sure there was no other abnormality such as a stone. The hcp stated the CT scan showed that there was no mass or abnormality in the abdomen. There were no further complications that have been reported as a result of this event.